Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a shock impedance alert due to shock impedances of greater than 200 ohms. The system was tested and an x ray was performed, which were all normal, and no noise was noted. Further testing was performed in bipolar and unipolar and with patient isometrics. The physician elected to continue monitoring the patient via the remote monitoring system. No adverse patient effects were reported. The system remains in service.